Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to treat a patient at the distal superficial femoral artery using a hawkone directional atherectomy device. The target lesion was reported to be calcified with little tortuosity, moderate calcification and 100% stenosis (cto). It was reported that after 3-4 passes, hawkone device became kinked and the nosecone was perforated by the cutter. Damage noted was observed when the device was removed to be cleaned. A second hawkone was used to complete the treatment above the lesion allowing the cto to remain below. No patient injury was reported.

Manufacturer narrative:
Image evaluation: the photographs are of the h1-lx. In both images a bulge of biological material in the tecothane coating is observed. There is evidence of biological material protruding between the coil struts. Due to quality and clarity of the images, it is not possible to determine if there is a breach in the tecothane coating. In the photographs, it appears that at least one strut has yielded or is deformed at the distal end of the bulge. The bulge of biological material is on the same side as the cutter window, (opposite of the guidewire lumen). In each of the photographs the cutter is distal of the cutter window. In the first photograph the guidewire lumen is visible. The proximal end of the guidewire lumen does not exhibit evidence of guidewire prolapse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.